Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter displayed an "error 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012, at 710pm. The patient does not take medications to manage her diabetes. It is not known if the patient made changes to her usual diabetes management routine. Immediately before the alleged issue, the patient claims she felt a symptom of weak legs which prompted her to test. The patient treated self with food and/ or drank a beverage. The patient denied testing her blood glucose with another device. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of "weak legs" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The test strips have not yet been evaluated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.